Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient had bacteremia. The source of the infection was unknown. There was no obvious infection observed in the device pocket area. It was noted that the patient had a dental procedure performed approximately 3 weeks post implant of the implantable cardioverter defibrillator (ICD) system. The ICD system was explanted. No further patient complications have been reported as a result of this event.